Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014 the time and date on the pump had reset and as a result the patient experienced a hyperglycemia event with symptoms of extreme drowsiness, confusion, abdominal pain, vomiting, nauseous, and large ketones. Reportedly, the patient was taken to the hospital and at the time of admission, his blood glucose reading was at 1200 mg/dl and was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous glucose and fluids. It was reported that the patient had discontinued pump therapy. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery and when a new battery was inserted the pump displays the default date and time settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient experienced a serious hyperglycemia event requiring hospitalization. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data did not find evidence of time/date reset in pump histories. No activity outside of normal was observed. Total daily delivery added up correctly and reflects the user programmed basal rate. Visual inspection of the pump found no cosmetic damages. The pump powered up to the display with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The primary aa battery was removed for 24 hours and when the pump was powered back on, the correct time/date was maintained. Pump casing was open and no damage was found with the internal clock battery. The reported time/date reset issue was not verified in the black box or duplicated in the investigation.